Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. The reporter is unwilling to provide further information. (B)(4).

Event description:
An ophthalmic surgeon reported that the valved trocars were leaking and two or three patients experienced capsular ruptures. They knew how to deal with capsular ruptures and it did not induce any (other or long-term) consequences for the patients. The reporter is unwilling to provide further information. This is one of two reports being filed for this facility. This report is for the unidentified patients with capsular rupture.

Manufacturer narrative:
Evaluation summary: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because a sample was not returned and no lot information is available, the root cause for the customer complaint issue cannot be determined. Due to an observed increased trend for this defect mode, a manufacturing root cause investigation was initiated to investigate the increased trend and identify corrective and preventive actions. A root cause for the increased complaint rate for leaking trocars was correlated to a manufacturing post assembly inspection practice that required manipulation of the valved septum along the blade shaft. This complaint does not include a reported lot therefore it cannot be determined if the reported issue occurred due to affected manufacturing lots.